Event description:
It was reported that the patient presented in clinic with complaints of dizziness. The atrial lead was reprogrammed over a year ago due to noise and intermittent loss of capture. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the outer coil was fractured at 21.4 cm and damaged at 21.0 cm to 22.2 cm from the connector pin. The outer and inner insulations were damage at the same location. The location and mode of the damage are consistent with that produced by clavicular crush.